Event description:
It was reported that the distal rca lesion was treated using a rotablator procedure, followed by a balloon dilatation and the eventual implantation of the 3.5 x 13 penta stent. The proximal rca was difficult to pass the devices through, so a rotablator procedure was also performed in the proximal-mid rca and a 3.5 x 20 balloon was inflated twice at the site. No injury was identified after the balloon inflations. A 3.5 x 33 penta was deployed at 13 atm for 25 seconds and a perforation was identified in the follow-up angiogram, which appeared to originate from three areas at the proximal portion of the stent. An acute blood pressure drop resulted and a perfusion balloon was inflated to stop the bleeding. An iabp catheter was inserted and although the bleeding stopped, it was only temporary and urgent cardiac surgery was performed to repair the vessel.